Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and ten months following the implant of this transcatheter pulmonary bioprosthetic valve, severe pulmonary stenosis and pulmonary regurgitation was reported with a peak gradient of 41 mmhg. Three stents were placed to relieve obstruction followed by a successful implant of a second transcatheter pulmonary bioprosthetic valve. The rv -pa gradient decreased to 13mmhg with no pulmonary insufficiency. No adverse patient effects were reported.